Event description:
The customer called to report low bgs. The customer stated that emergency medical technician was called out due to low bgs. The customer informed that bgs were low for a couple months. The customer indicated that they had a heart attack 5 months ago. The customer was placed on beta blockers, which the doctor thinks might contribute to the low bgs. The customer stated that it seems the bgs go down after the set change. Troubleshooting was performed. Pump passed the test and the lead screw made a complete rotation. The programming was ok. Patient stated that they prime 2.0u and bring it back down to 0.0u. Advised the customer to get additional training.